Manufacturer narrative:
Continuation of concomitant products: 4592-53 lead implanted: (B)(6) 2002.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to infection. No further patient complications have been reported as a result of this event.